Manufacturer narrative:
The malfunction was duplicated, and the smart pneumatic module board was replaced to resolve the malfunction. The smart pneumatic board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure - 1051" and "off set self check failure - 1174" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.